Manufacturer narrative:
Device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issues with 5 infusion sets, all of the same type. The cannula of the infusion set was bent. The events occurred on 03-apr-2024, 06-apr-2024, 08-apr-2024, 09-apr-2024, and 11-apr-2024. The patient noticed symptoms 3 or more hours after insertion, and the infusion sets were in use for around 12 hours for all events. The site of insertion was the abdomen, and the patient regularly rotated the site location. The site area was not impacted, and the patient confirmed the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose (bg) was high for all events, but the specific value is unknown. The patient took correction injections via mdi to address high bg and the patient had moderate ketones, but they were not identified as dangerous or life-threatening by a healthcare professional. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.